Event description:
The customer stated that she was treated in the emergency room for high blood glucose. No blood glucose reading was reported for the event. The customer stated that she did not change the infusion set when she began to experience high blood glucose levels. Instead, she went to the emergency room when she began feeling ill. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.